Event description:
It was reported the subject device had white rubber substances at the proximal end of the working channel. The event occurred at inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.